Event description:
The account alleged the bed exit alarm does not function. No pt impact.

Manufacturer narrative:
The technician found the scale had been zeroed with pt on the bed, user error. The technician zeroed the scale to resolve the issue.